Event description:
Medtronic received a report that there was resistance at the proximal end of the microcatheter when introducing the pipeline into the microcatheter, so it could not be induced. When the induction was abandoned and the pipeline system was collected, the wire in the tip coil region was disconnected. Resistance was felt immediately after entering the microcatheter from the hub, and the wire in the disconnected tip coil region could be collected. Although the tortuosity regarding blood vessels was strong, it was close to the microcatheter hub, so it was therefore not considered to have had any effect on the blood vessels.  Treatment was successfully induced using another pipeline and placement was possible. The tip coil detachment portion of the pushwire separated/broke. The fragment was removed from the patient's body. Because it was a hub part, it was collected with tweezers. There was resistance during delivery within normal range. The stent was removed from the patient's body. The device and any accessories were prepared as indicated in the package insert. The pipeline was used for an approved (on-label) indication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the issue was unknown. It was noted that there was no abnormalities with the catheter used concurrently. The patient was undergoing surgery for treatment of an clinoid (c5) aneurysm with a max diameter of 6mm and a 4mm neck diameter.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. The pushwire and catheter were not returned. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were opened with no damage. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of "pushwire separation" and "resistance during delivery" were not c onfirmed, as the braid was returned without the pushwire and catheter. No damage was found with the braid. The root cause could not be determined. Possible causes of the resistance include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Since the pushwire and catheter were not returned, any contribution of the pushwire and catheter to the reported issues could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.